Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. It was indicated that the patient was critically ill while using the device, which is misuse of the device. According to the patient, on approximately (B)(6) 2025, the cgm reading was high and the patient self-treated with 4 units of insulin. 2.5 hours after this, the patient experienced loss of consciousness while being in the bathroom. The patient collapsed, fell, and hit her head multiple times. The patient managed to regain consciousness but hurt her head and shoulder again. Their friends were banging on the door, and the patient was able to let them in. The patient was given liquid glucose and soda, the cgm reading was 14.0 mmol/l. The patient started to come around, and when she was able to take a fingerstick the cgm reading was 14.0 mmol/l, and the blood glucose reading was 1.8 mmol/l. No further treatment was reported for diabetes. During a follow up with the patient, the patient stated she had a fractured nose, shoulder and toes. The patient also reported bruises in her face. There was no documentation of further medical evaluation or intervention. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the e zone of the parkes error grid after treatment. The data investigation found a difference in values that falls within a zone of the parkes error grid. No additional patient or event information is available.